Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that for the past 3 months, the keypad buttons were sticking, clicking and became worse in the past month. She stated that the keypad buttons required multiple buttons presses in order to get a response and would sometimes scroll as if the buttons were pressed twice. The keypad was reportedly intact; the patient wore the pump underneath clothing and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were sticking, were intermittently responsive, required multiple button presses and more force in order to elicit a response. The keypad cover was removed and there were no issues found with the key contacts. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump and to call animas customer service if the user suspects that the product is damaged.